Event description:
A patient with stable angina ccs2 and a positive nuclear scan was admitted for a procedure to a 3.5mm mid rca with 95% stenosis. The de novo, 12mm lesion was smooth and eccentric with little or no calcification and no thrombus. After predilation, a 3.5x18mm cypher was implanted at 12atm. Timi flow was 3 pre and post procedure. Additional information indicated that the right coronary artery showed a 50% stenosis just before and right after the stent insertion. About 10 months later, the patient had an outpatient cardiac catheterization due to ap, sob on exertion and a positive stress cardiolite, which revealed 3-vessel cad. The patient was referred for CABG. Per investigator, the event was unrelated to both the device and procedure.